Event description:
Additional information was received for this case. The CT revealed that the aneurysm is 6.4 cm in diameter, which has increased since the index procedure, there is a distal type I endoleak, and a type ii endoleak. The investigator indicated that the patient needs a secondary procedure to reline and extend the currently implanted devices. The investigator assessed that the event was related to the device and procedure. The patient had a secondary intervention. The physician elected to implant a long valiant stent graft and the distal type I endoleak was resolved. The films for this case were reviewed. The cta 2.5 years post-implant shows contrast within the aneurysm sac. The type and cause of the endoleak(s) could not be determined. There is contrast seen near the same mid-length area as the previous film from ten months ago (possibly a type ii), with additional contrast seen near the distal segment of the stent graft which is possibly a distal type I endoleak. The aortic diameter just distal to the stent graft is approximately 39 x 41mm, and measures 36 x 38mm near the celiac artery. The cause of the endoleaks could not be determined; the possible distal type I endoleak may be due to disease progression.

Event description:
A CT showed a new endoleak in the thoracic aortic aneurysm (taa) sac. It was unknown if it was a type ia or a type iii. The investigator assessed the event as device and procedure related. There was no significant change in the taa sac diameter and no apparent stent graft defect. The patient will monitored additional information received reported that the patient had not been seen since the visit demonstrating a new large endoleak in the middle of the taa sac. The radiologist was calling it a type iii and the principal investigator suspected it was a type I.

Event description:
Additional information received reported that the patient had a secondary procedure consisting of a left carotid-subclavian transposition and a proximal extension of the stent graft to the left carotid.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter saccular abdominal aortic aneurysm two years ago. Vessel morphology was reported as the proximal aorta was 34-36 mm in diameter. Distal aorta was 37-35 mm in diameter. Right and left iliac arteries were 7 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The access vessels had mild calcification and the aortic neck had mural thrombus. The aorta has mild tortuosity. It was reported that one month post implantation a CT with contrast revealed a type ii endoleak. No intervention was performed. Five month later the same type ii endoleak was still present and the aneurysm has expanded to 5.9 cm in diameter. No intervention was performed. Two year post index procedure a CT with contrast revealed an unknown endoleak. The aneurysm remained at 5.9 cm in diameter. The investigator commented that the endoleak looked more prominent on this cta than on previous scans; however the aneurysm diameter remains stable. No intervention was performed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (the aorta has moderate tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (the aorta has moderate tortuosity).

Manufacturer narrative:
(B)(4). Method: films. Results: endoleak.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at the 3-year follow up cta an endoleak was no longer identified as it had been on the prior study. It was further reported that there was an interventional resolution of the endoleak and there was a slight interval decrease in the size of the residual thoracic aneurysm. The max diameter of the thoracic aortic aneurysm was 65x58mm and the length was 86mm. No type ib or type 2 endoleak were seen. The talent device began at the left subclavian and there was no migration. There was also no evidence of kinking, twisting, misaligned deployment, thrombosis, stenosis, dilatation, or rupture. At the 4-year follow up cta the max diameter of the thoracic aortic aneurysm was 68x57mm and the length was 86mm. The proximal end of the talent device was at the left subclavian artery and no migration was appreciated. At the left atrial appendage, the descending aorta showed minimal change measuring 5.7 cm from 5.5 cm. There was also a significant amount of contrast outside the lumen of the stent graft but within the native aneurysmal sac. Contrast extravasation extended cranially to the proximal ascending aorta, latterly toward the pulmonary artery bifurcation, and distally to the mid left atrium. It was noted that findings were consistent with a type iii endoleak visualized on the sagittal images. It was further noted that this was an interventional development of a large endoleak which was likely a type iii with minimal dilation of the thoracic aorta. There was also a spigelian hernia of the right lower abdominal wall containing a significant portion of the proximal ascending colon. There was no evidence of a strut fracture. An exam found that a repair for a type ia endoleak was done at which time a stent graft was extended more proximally into the distal aortic arc, traversing the left subclavian artery origin. A left common carotid to left subclavian artery bypass was performed. An endoleak was again noted at the proximal end of the stent graft at the same location of the prior endoleak. It was noted that this was consistent with a type I endoleak likely related to inadequate seal between the new stent graft on the prior stent graft. However, another physician believed that this was a recurrent type ii endoleak and the stent graft appeared to be well sealed proximally; but a type ia could not be ruled out. It was then noted that there was a small common iliac artery pseudo aneurysm that had been stable since 2010 and was a remnant of the iliac conduit. There was a slight interval increase in diameter of the mid descending thoracic aorta and stable mild aneurysmal dilatation of the proximal abdominal thoracic. Additional information received reported that what the radiologist calls a ¿spigelian hernia¿ is an incisional hernia that has developed at the site of retroperitoneal exposure of the right common iliac artery for an iliac conduit. The original talent stent grafts were placed via the right cia conduit. It was noted that the iliac conduit was a 10mm graft, and was another manufacture's device. It was then reported that the abnormality at the right common iliac artery is the oversewn stump of the iliac conduit, and not a pseudoaneurysm.

Event description:
Additional information was received for this case. A recent CT revealed that the aneurysm is 6.4 cm in diameter, which has increased since the time of implant, there is a distal type I endoleak, and a type ii endoleak present. The patient had a secondary intervention. The physician elected to implant a valiant stent graft system and the distal type I endoleak was resolved. The investigator assessed that the event was related to the device and procedure.